Manufacturer narrative:
Catheter model: 8709 serial# (B)(4), implanted: 2003 (B)(6), explanted: unk; programmer model: 8840 serial# unknown. (B)(4).

Event description:
It was reported that in (B)(6) 2013 they had to stop the pump for a while. The clinic had a mix up in patient¿s pump refill scheduling and patient got her refill appointment for the day the pump was due to be empty. As a result patient experienced ¿withdrawals and everything, it was just horrible¿; had to go on meds for a short time. Drugs delivered via the device at the time were not reported. Additional information has been requested; a follow-up report will be sent when it becomes available.